Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of not receiving low blood glucose alert. The customer states their blood glucose level was 45mg/dl and the device did not alarm them. Troubleshoot was not able to be completed at the time due to customer having to attend doctor's appointment. The customer was advised to call back.